Event description:
User experienced high troponin t results for one patient. Initial result 0.111 ug/l, repeated twice gave <0.010 both times. Info was not provided to determine if any adverse events were reported. If additional info is received, appropriate notification will be provided.